Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was twisted inside the light blue main body of the twist clamp. Functional leak testing was performed with no issues noted. Clear passage testing failed due to a no flow through the set which was due to the twisted silicone tubing. Clamp function testing could not be performed due to the twisted tubing. The reported condition of leak was not verified, however, the device did not meet specification due to the twisted tubing inside the light blue main body. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.